Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. B3: only event year known: 2026. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name please provide device details (product code/lot#/batch#) could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did the device cut the tissue? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Could you please clarify if the product issues that have occurred been reported to customer quality? If yes, do you have the complaint submission numbers (pc numbers)? What is the total number of procedures/patient events? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Additional information was requested, and the following was obtained: per sales rep: we have already attempted to get details on this complaint, but it seems the surgeon did not give authorization for data usage/treatment. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, an endoscopic mechanical stapler experienced a complete firing failure, causing the staple line to open. A replacement reload was attempted on tissue more proximal to the initial site, but the same malfunction recurred, resulting in a significant intraoperative complication, the root cause is unknown. There were no patient consequences reported. No additional information provided.